Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needle hubs separated from the device.the following information was provided by the initial reporter :the customer reported that the needle and shield separated from the barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for needle hub separates on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue based on the photos received and based on trend analysis no further action is required at this time. No samples were returned therefore the investigation was performed based on the photos provided. Four photos of two 0.3ml bd insulin syringes from lot# 0286309 .the customer reported about needle and shield separation from the barrel. The photos were examined and it was observed that one syringe exhibited a detached needle hub and shield assembly and the other featured a hub assembly that was not fully seated on the barrel tip. No damage to the barrel tips was observed.manufacturing (B)(4) will be notified of the observed issue.CAPA (B)(4). Has been opened to address this issue. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.